Event description:
It was reported device alarmed for no disposable clamp tubing and will not operate. Secondary pump utilized, but issue still presented. Issue was resolved by changing cassettes. Replacement cassettes were provided. No patient injury reported.

Manufacturer narrative:
Lot number no. 1 identified as 4186331. Lot number no. 1 expiration date 24-aug-2021. Lot numbers were provided. However, only lot no. 4186331 was able to be verified. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A device history record review could not be completed for other non-verified lot number. No product sample was received; therefore, visual and functional testing could not be performed. If the product is returned or additional information is received, the manufacturer will reopen this complaint for further investigation.